Manufacturer narrative:
Device evaluated by MFR: no. Device evaluation is not necessary as reported event(s) are not related to the functionality or delivery of therapy of the device.

Event description:
Clinic notes were received for patient's generator replacement due to end of service. In the notes, patient's mother reported that she doesn't think the vns is in the same place it used to be. Additional information was received from the neurologist that migration of the device is suspected and that surgical consult was planned as intervention. The migration was suspected to have occurred 6 months prior. The cause of the migration remains unknown. The patient underwent generator replacement and the explanted device was discarded. The surgeon noted that the generator placement was very superficial and moved the new generator deeper onto patient's pectoral muscle.